Event description:
It was reported that this right atrial (ra) lead exhibited an out-of-range impedance value. Additionally, the lead exhibited oversensing of noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) advised potential cause and possible resolution. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).